Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and corrections to b5, e1, g2, h3, and h8. The device evaluation and corrections to b5, e1, g2, h3, and h8 were inadvertently omitted from the initial medwatch report. Please see updates to b5, e1, g2, h3, and h6, h8, and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found: -video connector was scratched and cracked. - grip was scratched. - up/down plate was scratched. -lock engagement lever was scratched. - switch 1 was scratched. - angulation lever was scratched. - control unit was scratched. - light guide cover glass was scratched. - video connector case was scratched. - light guide connector was scratched. - label on video connector was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system: [inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the therapeutic procedure was completed successfully using a similar device. The device was inspected prior to use.

Event description:
It was reported that olympus that on (B)(6) 2023, a videoscope had a video that was not displaying(projecting). The reported issue occurred during inspection of the device before use. The treatment was completed successfully. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.